Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Manufacturer narrative:
User reported multiple failed drawers on a pyxis anesthesia es device. Issue is captured in complaint file (B)(4). User rebooted device but one drawer remained in a failed state. No report of harm however patient was in the or when the failure occured. Field service technician went on site and replaced the open close sensor and the position sensor. After replacement the drawer tested fine and no other issues were identified.

Event description:
User reported multiple failed drawers on a pyxis anesthesia device. User rebooted device but one drawer remained in a failed state. No report of harm however patient was in the or when the failure occured.